Event description:
Later healthcare professional reported "the explanted implant is ruptured." And "double periprosthetic capsule and capsular contracture baker grade ii". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 b6 d6b h6

Manufacturer narrative:
Device evaluation: the device is analyzed through visual inspection, microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ double capsule: unable to observe through visual inspection as it is a physiological phenomenon. Additional observations noted during device analysis were creases and wear abrasion. None of these are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported left side rupture (confirmed by physician). Healthcare professional reported "double periprosthetic capsule¿ and capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture diagnosed via MRI. Device remains implanted.